Manufacturer narrative:
A philips technical consultant (tc) went to the customer site and checked the pressure settings with a test patient; the pressure channels were not calibrated. The tc calibrated all four pressure channels with a sim slim simulator. All pressure channels calibrated successfully. Based on the information available and the testing conducted, the cause of the reported problem was the pressure channels not being calibrated. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on an intellivue microstream extension indicating that the customer was having issues with the captures of invasive blood pressures; often the pressures not capturing and or are high in values. The site has swapped the transducers and adjusted the zero lines, but the problem still persists. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.